Event description:
It was reported that during a hernia repair (right inguinal hernia) procedure, the physician observed a device malfunction: after he used three to four clips, the following clips did not hold. The physician used another like device to finish the procedure without issue. There were no adverse consequences for the patient. Clips will not hold after placing.

Manufacturer narrative:
(B)(4). The analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 12 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.